Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. Troubleshooting was done. The customer expressed a headache and nausea as symptoms of his high blood glucose. The customer treated himself with a manual injection. The customer stated that the drive support cap appeared normal. Advised customer to run a manual prime, and insulin did exit the tubing. The insulin pump passed the high pressure test as well. The customer stated the cannula was not bent. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. By the end of the call, the customer's blood glucose was 307 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.